Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Signals in the run data file (rdf) indicated that the trima device operated as intended by flagging the procedure to verify wbcs. Root cause: review of the run data file showed that an rbc spillover was detected by the device early in the procedure, during the prime state. Prime spillover events can occur when the separation of the cells in the channel is not sufficient when priming the channel, leading to a high rbc interface in the channel. The high interface very briefly touches the collect line during the prime vent substate, when the collect valve is opened briefly, and color can be seen in the cassette/platelet bag tubing ranging from pink to red. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.